Manufacturer narrative:
Two bags were returned for eval. Per the complaint description, only one bag is actually reported as defective. The defective bag was mixed with a known good bag and the customer could no longer determine, which one was defective, therefore, both bags were returned. Upon visual examination, there were no visible signs of damage, and neither bag showed any signs of misuse or abuse; there were no tears, cuts, rips, or cracks discovered. Two manometers were returned with the samples along with one face mask. A close examination of the clear plastic rebreather bags on both units did not uncover any physical issues such as holes, tears, rips, separation from the retainer ring. Functional testing was performed to determine if the rebreather bag was inflating properly and holding pressure until the resuscitator bag was squeezed. No issues were detected. The second part of the functional testing involved a test lung. A 3.0 liter test lung was attached to the gas exhalation port located on the resuscitator unit. After squeezing the resuscitator bag until empty, the test lung would inflate. After the resuscitator bag was released, the test lung would deflate, simulating an exhaling lung. The gas valves on the resuscitator unit controlling the test lung exhalation worked without incident. Based on the investigation performed, the reported complaint could not be confirmed. No issues were detected during the visual exam and functional testing.

Event description:
Complaint alleges that the bag will not reach the proper inflation. Alleged defect was discovered during pre-testing.